Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller, who was the medical examiner, stated that the official cause of death is still in progress. The caller did not know the customer's blood glucose at the time of passing. The caller stated that there was no last recorded blood glucose value in the insulin pump history; the customer bloused without entering a blood glucose value. The customer was wearing the insulin pump at the time of death. The decedent's family informed that the customer was having issues with the blood glucose; it was elevated. The customer was drinking alcohol and was blousing to compensate. The caller was unsure of the customer's sensor use. The customer was not wearing a sensor at the time of death. The medical examiner is returning the insulin pump back to the family. According to the caller, per insulin pump history review, standard was highlighted when medical examiner went into basal review, and the reservoir was started on (B)(6) 2015.